Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 223 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.